Event description:
The sales representative reported on behalf of the customer that the, smi-02ap, spectrum autopass suture passer device was being used on an unknown date during an unknown procedure and the ¿tip broke in the joint during the case. All was removed.¿ there was no injury or impact to the patient. Further assessment has been sent; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported customer event ¿tip broke¿ was confirmed based on photographic evidence and device evaluation. The returned used device, item smi-02ap was evaluated for spsmi-02ap, rev-ac and ip-000-998, rev-ac confirms the reported problem and found lower jaw broken off. Broken piece was not returned for evaluation. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A device history record was requested from the manufacturer and to date, a response has not been received; therefore, a review cannot be conducted. A two-year review of complaint history revealed there has been a total of 47 reports, regarding 47 devices, for this device family and failure mode. During this same time frame 43,927 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid lateral stresses to the instrument or device function may be compromised. If suture passer trigger mechanism binds, lubrication of moving parts can be performed with a ¿steam penetrable medical grade¿ lubricant in accordance with lubricant manufacturer's instructions before sterilization. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the, smi-02ap, spectrum autopass suture passer device was being used on an unknown date during an unknown procedure and the ¿tip broke in the joint during the case. All was removed.¿. There was no injury or impact to the patient. Further assessment has been sent; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.